Event description:
An email was received via the corporate mailbox from a peritoneal dialysis (pd) nurse who reported that a home patient (hp) stated on (B)(6), two alarm codes 201 appeared in succession with two new sets loaded. After the second alarm, the hp contacted gts and they were guided through a series of troubleshooting steps which were supposed to alleviate the problem and allow the hp to continue dialysis. This resulted in the hp spraying himself, the machine, and the bed with dialysis fluid. Gts advised they would send out a replacement machine as it must be defective. No additional was available. There was patient involvement, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The homechoice device was evaluated in product analysis lab (pal) for the reported issue, the patient sprayed herself, the machine and bed with dialysis fluid. The reported issue was not confirmed and the assignable cause could not be determined, and no failure or malfunction was identified that could have contributed to or were related to the issue. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow -up report will be submitted.